Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4316 lot #: 17910827 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was not using the spinal cord stimulator because the device worsens the pain and swelling. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had issues charging the ipg.

Event description:
A report was received that the patient was not using the spinal cord stimulator because the device worsens the pain and swelling. The patient will undergo an explant procedure.

Manufacturer narrative:
Update to follow up #1 MDR in field. Date received by manufacturer: 04-dec-2015.

Event description:
A report was received that the patient was not using the spinal cord stimulator because the device worsens the pain and swelling. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Device malfunction was not suspected. The physician did not believe that the pain and swelling were caused by the device. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was not using the spinal cord stimulator because the device worsens the pain and swelling. The patient will undergo an explant procedure.